Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified, and mitigated through the ncr process. Data is periodically presented, and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Extreme pain [pain], inflamed knee [arthritis], knee swelling [joint swelling], unable to walk [abasia] knee effusion [joint effusion]. Case description: spontaneous report received on 19-jan-2009 from a female who initially identified herself as a nurse, then as a physician and then as a nutritionist. She called regarding a female pt with a history of grade IV chondromalacia, age and initial unknown, who experienced inflamed knee, painful knee, knee swelling and unable to walk after starting synvisc. The pt received the first dose of synvisc into an unspecified knee on (B)(6) 2009. Within 24-40 hours of receiving the injection, the pt developed an inflamed, very painful knee. She visited the emergency room, and was given morphine. A joint aspiration was reported as negative for culture and crystals, but had increased mononuclear cells and neutrophils. The reporter stated that the injecting physician "refused to see" the pt or give her a "referral". The pt was given percocet and motrin and continued to have pain, swelling and inability to walk at the time of this report. The pt had scheduled an appointment with an orthopedic pa for (B)(6) 2009. At the time of this report, the outcome was unknown.